Manufacturer narrative:
An event of the device migration above the annulus post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however it is possible that heavy calcification on the leaflets may have contributed to the reported device migration. The reported unexpected medical intervention was a result of case-specific circumstances as the device had to be snared above the annulus. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use (IFU), "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a flexnav delivery system. The diameter of the annulus was measured at 25mm and the perimeter was 78mm. Pre-dilation was performed with a 23mm balloon. It was noted that the leaflets were heavily calcified. The starting implant depth was -4mm. The device was implanted. The final implant depth was -2mm. A few seconds post-deployment the device migrated above the annulus. The device was snared and positioned above the coronary artery. A replacement non-abbott valve was implanted valve-in-valve. The patient did not present with any clinical signs or symptoms. The patient status was reported as stable.